Event description:
It was reported that the patient was revised in 2009. Implant date in unknown.

Manufacturer narrative:
Evaluation summary: the alleged complaint stated, "left tha revision, exchanged a 26x62 mm trilogy acetabular liner and a 26mm head and replaced it with a 40x62 mm trilogy highly crosslinked acetabular liner with a 40 mm femoral head. "No product was returned for evaluation. Also, no x-rays were returned for review. It is unknown the reason why the revision occurred. No item or lot number were provided. Based on the available information a definitive cause cannot be determined. No product was returned. Review of the device history records was also not possible, as the product and/or lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.